Manufacturer narrative:
Event description: customer video system center received scope communication errors. The root cause could not be identified. ·from the submitted information, it was confirmed that there was an abrasion on the junction of the video connector. ·it was confirmed that 4 years and 5 months have passed since the production. ·it was confirmed that b30 and e216 were communication errors. Because the subject device was not forwarded to the manufacturing site, the exact root cause could not be identified. As a probable root cause, the following factors are considered. ·the signal could not be transmitted normally under the situation where the continuity of the endoscope connection could not be established normally. ·image signal processing was not correctly performed due to a temporary malfunction of the dp board. A review of the device history record was completed and it was confirmed that there were no abnormalities, special adoptions, or variations in the manufacturing process.

Manufacturer narrative:
Device has been returned for evaluation. The customer¿s complaint of scope communication errors were not confirmed. The service technician observed a worn out video connector latch causing poor connection to scope end. The part was replaced. The software was upgraded and unit was equipped with new type switch and electrical harnesses. The housing was in normal condition. The most likely cause could not be determined. No further information was reported.

Event description:
The customer reported to olympus that the video system center received scope communication errors. There was no patient injury reported.